Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead (rv) was explanted due to an unspecified failure. A replacement lead was implanted. No additional adverse patient effects were reported. It was reported that this rv lead had a known on-going issue with noise and oversensing. An inquiry was made to the manufacturer of the competitive implantable device, and it was determined that no further programming options were available to resolve the clinical observations. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to an unspecified failure. A replacement lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.